Event description:
Spontaneous. Patient reports cassette malfunction. No further information provided. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? Yes; what is the outcome of the event? Resolved. Describe in detail any, and all damage to the cassette: no damage to cassette. Cassette wouldn't work on either pump. Has this incident happened within the past 6 months? (Offer nursing evaluation). No has this patient reported a pump malfunction within the past 6 months (offer nursing nursing). No. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.